Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6)2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and herniated disc via a manufacturer¿s representative (rep). The rep reported that the patient had high impedances on all electrodes. The rep reported that the patient wasn¿t feeling any paresthesia on any program. The rep reported that the patient was in a car accident about 2 months ago and since that time frame stimulation had not been the same. The rep reported that the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3778-45 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3778-45 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3778-45 serial(B)(4) implanted: (B)(6)2013 product type lead product ID 3778-45 serial(B)(4) implanted: (B)(6)2013 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep met with the patient on (B)(6). The patient was not getting paresthesia, and high impedances were found. The rep attempted to produce paresthesia, but was unsuccessfully on any electrode configuration. The patient needs a lead revision and was told to contact their physician to schedule a surgery. No further compilations were reported or anticipated.